Event description:
It was reported that during a colectomy, the clips would not hold after placing. They used another like device to complete the procedure. No patient consequence.

Manufacturer narrative:
Evaluation: the analysis results found that the er320 instrument was returned with the shrouds broken off and separated. In addition, the jaws were noted to be yielded. The instrument was cycled and ejected the clips due to the shrouds and jaws condition. The instrument locked out as intended. No conclusion could be reached as to how the jaws and shrouds became damaged. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch review was performed and no anomalies were noted during the maufacturing process.